Event description:
The dr used an olympus single use aspiration needle during a bronchoscopy to obtain specimens from lymph nodes in the lungs. The device functioned normally for the first few passes. When he got to station 4r, and tried to pull the needle back into the sheath, it wasn't responding, like it disconnected from the handle. The needle was removed from the scope and it was noted to have the distal tip missing. He then used a different needle to finish his procedure. It is not clear if the needle broke inside or outside of the body. It was not seen in the room or specimen containers. The dr looked extensively for the needle in the lungs, but it was not seen. The pt had an uneventful recovery and was discharged to home in stable condition. FDA safety report ID# (B)(4).